Event description:
It was reported that during an arthroscopic procedure, the physician was utilizing a dyonics rf hedgehog 45 degree probe. Intraoperative, the physician reported that the tissue was being ablated from the side of the wand and not just the distal end of the electrode. The procedure was completed using a back up probe.

Manufacturer narrative:
The pt identifier, age, weight, and gender were not available.